Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of low impedance was not confirmed. Visual examination did not find any anomalies except for procedural damage. Electrical testing did not find any conductor fracture. The s-curve height was measured within the specification. Unable to perform lead insertion in cps aim sl due to the condition of the lead as received.

Event description:
During implant, there were difficulties inserting the lead at the lateral vein access. A subselector was used to assist but the lead was unable to pass it, and sustained damage was noted. The lead was explanted and replaced. The patient was in stable condition.